Event description:
The patient presented with a decrease in r-wave amplitude and inadequate pacing threshold. A perforation was suspected, and lead repositioning was unsuccessful. As a result, the lead was explanted.